Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this ICD was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD)analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The ICD has been explanted at this time and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been explanted at this time and is expected to be returned for analysis. No additional adverse patient effects were reported.